Event description:
Healthcare professional (hcp) reports a blood leak with the psn 210 dialyzer during a pt treatment. The leak occurred at the connection of the arterial blood line to the arterial end of the psn 210 dialyzer. Minimal blood loss was reported. The hcp tightened the connection and the treatment was continued and completed without further incident per the hcp. No pt injury or medical intervention required.